Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck during load reservoir process. The customer¿s blood glucose level was 134 mg/dl. Customer state that they did not received load reservoir completed message on insulin pump's screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No unexpected prime or fill anomaly noted during testing. (B)(4).